Manufacturer narrative:
A review of the system logs for this procedure found no relevant errors occurred during this procedure. All multi-use instruments used in the case have been used in subsequent procedures with the exception of the instruments without further uses remaining, and the following instrument: cadiere forceps. The following concomitant products were used during this procedure: 0 degree endoscope plus, fenestrated bipolar forceps, monopolar curved scissors, cadiere forceps, mega suturecut needle driver. A site history review found no complaints were made for the instruments used during this procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the bladder was injured and required sutures. The bladder was injured while the surgeon was taking down adhesions. The proctoring surgeon took over to suture the bladder and resolve the injury. The procedure was continued robotically. The patient was noted to be doing fine post-operation.